Event description:
Garrote wire did not fully transect tissue. Scalpel was used to finish procedure.

Event description:
"Garrote" wire did not fully transect tissue. Scalpel was used to finish procedure.